Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level. There is no additional information regarding actions taken by the customer or technical support.